Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site and was admitted to the hospital. The physician believed that infection was not device related. The patient underwent an ipg replacement procedure wherein same pocket was used, but thoroughly irrigated and treated with antibiotics. The patient was recovering postoperatively.